Event description:
The customer reported that the system displayed a "table not ready" error message and that the unit was down. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The cmos settings were reset and the table cpu battery was replaced. The system was tested and found to be working as intended and put back into service.